Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment, the device was difficult to remove. In accordance with the instruction for use a dilator was inserted into the access ports and the device was removed successfully from the pt anatomy. When the thumb advancer was slid back, the device released from the tissue tract. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Eval summary: during the external examination the exchange sheath was found to be completely slit and the clip had been deployed. The thumb advancer was retracted to the start position, and the alignment of the tube set indicates the device was deployed and then retracted, confirming the safety release had been used as reported. There was damage detected at the proximal end of the exchange sheath, but this appears to have occurred during retraction of the tube set. The examination of the internal components found them to be undamaged and intact with the exception of the vessel locator wings. The vessel locator wings were bent. The most common cause for a difficult to remove device is tissue compaction between the vessel locators and the distal end of the tube set. The bent wings are an indicator that subcutaneous tissue compression occurred during deployment. Tissue compression can create a distal force capable of restraining the vessel locator wings in a manner that inhibits its ability to fully retract in the device following clip deployment. Therefore, based on the findings of this investigation the root cause for the bent vessel locator wings is related to the operation context in which the device was used. No mfg or quality issue was detected. A review of the history record for this device did not produce any finds relevant to this investigation.